Event description:
Patient seen in clinic with complaint of numbness in left fingertips and tongue, as well as severe headache 2 weeks post implantation. Echo showed 20 x 5mm thrombus on right atrial disc. Head MRI & coagulant workup were negative. Clot resolved on heparin. Symptoms resolved and no reported problems 1 month post implantation.